Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt's doctor reported needing assistance adjusting the pt's basal rate profile. Educated doctor and pt on how to adjust the basal rate. Assisted doctor with adjusted the basal rate profile. Pt's doctor and pt stated there were concerns with the pt experiencing low blood glucose episodes and the use of the infusion device. Pt reported having low blood glucose readings in the 40's mg/dl. Pt's target blood glucose level is around 90-130 mg/dl. Pt stated she has had this issue for a few weeks. Pt stated she attempted to use glucagon to bring her blood glucose back up. Pt reported the time and date were not set correctly. Assisted pt with setting the correct time/date. Pt stated she is currently admitted to the hospital due to pain. Pt reported she was experiencing low blood glucose episodes due to her physician not adjusting her basal rate back down to normal after they increased the rate for a short period of time. Pt's doctor did not want to continue troubleshooting at this time. Attempts to f/u with the pt were unsuccessful. No product return was requested.